Event description:
The facility indicated that the head section would not go down electrically or mechanically.

Manufacturer narrative:
The facilities maintenance found a crushed foreign object caught in the drive screw. Maintenance will attempt to remove the object, but has not completed the repair.